Event description:
It was reported that multiple occlusion alarms intermittently occurred. Customer changed pump supplies to address the issues. Additionally, it was reported that the customer intermittently experienced an elevated blood glucose (bg) level ranging from 389-524 mg/dl. Cause was not known. Customer administered manual injections and correction boluses were delivered to address bg levels. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.